Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2021 where the ipg was explanted and replaced. Effective therapy was established post-operative.

Event description:
It was reported that the patient's ipg had reached end of life on an unknown date. As result, the patient may undergo surgical intervention on a later date.